Event description:
A speedband super view super 7 ligator was used during a ligation procedure for esophageal varices on a female pt (age and weight unknown). According to the complainant, the pt was successfully treated esophageal varices. The pt returned to the hosp one day later with signs of an allergic reaction (swollen lips, urticaria and difficult breathing). The pt was treated with betapred. Later in the evening the pt came to the emergency department with a "worse allergic reaction unit icaria over the upper body, shoulders and head". The pt was treated with adrenalin and cortisone and kept in the intensive care unit over night. The pt was discharged the next day. The patient has fully recovered from the event.

Manufacturer narrative:
The device has been discarded by the user facility and will not be returned for evaluation; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A review of the complaint database did not reveal any additional complaints reported for the same lot. The october 2007 15-months band ligation product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.